Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively of a laparoscopic cholecystectomy, while being tested, the 2 bags tore. Another device was used. There was no patient involvement.